Event description:
It was reported that there was a lack of efficacy. The system was removed per patient request. There was no patient injury. Patient recovered without sequela. Additional information reported that the therapeutic product was ineffective.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2007 (b)(64); product type extension product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3387s-40 lot# v014767; product type lead product ID 3387s-40 lot# v014767; product type lead product ID neu_burrholecap; product type accessory product ID neu_burrholering lot# serial# implanted: explanted: product type accessory product ID neu_burrholecap; product type accessory product ID neu_burrholering; product type accessory. (B)(4). Final device analysis for the ins revealed no significant anomaly. The battery was not in new condition. Final device analysis for extension (B)(4) revealed the body insulation was breached and depressed. Final device analysis for extension (B)(4) revealed the body insulation was breached and depressed. Final device analysis for both leads revealed the body outer insulation was breached, had environmental stress cracking. Final device analysis for two of the burr hole rings revealed no anomaly found. Final device analysis for two of the burr hole rings revealed no significant anomaly found. It was broken.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v014767, product type: lead. Product ID: 3387s-40, lot# v014767, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: neu_burrholecap, product type: accessory. Product ID: neu_burrholering, product type: accessory. Product ID: neu_burrholecap, product type: accessory. Product ID: neu_burrholering, product type: accessory. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type:extension. Product ID: 3387s-40, lot# v014767, product type: lead. Product ID:3387s-40, lot# v014767, product type: lead (B)(4).